Event description:
It was reported that continuous glucose monitor displayed error message and customer experienced issue with sensor session. There was no reported adverse impact to the customer. Customer contacted support, was guided through complete pump reset, confirmed error message did not return after reset, and then successfully started sensor session, with no further issues reported.